Manufacturer narrative:
No conclusion can be drawn. The device was not returned for evaluation. The device is beyond its stated end of life. Welch allyn responded to the customer's report by suggesting that they replace their expired equipment, because it can no longer be repaired.

Event description:
The reporter stated that the system displayed an error message on the screen and was unusable. No adverse patient events were reported.